Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he had experienced a fall approximately one week earlier. He reported experiencing frequent imbalance, which he believed was related to the weight of the optune gio device. According to the patient, his physiotherapist diagnosed a torn leg muscle resulting from the fall. The patient was wearing the optune gio device at the time of the fall but did not require hospitalization or medical treatment and continued therapy. Multiple attempts to contact the prescribing physician were made, but no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the weight of the device potentially contributed to the fall which resulted in a secondary muscle injury. Muscle strain was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been approximately 18 reports of muscle strain in the commercial program to date. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm).